Event description:
Report received from USA stating that the device had "wires exposed." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the problem was not confirmed; no problems were found with the device. If additional information is received, a supplemental MDR will be sent. (B)(4).